Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of " poor air and water supply,¿ noted to be found during inspection. No other information provided during the follow up. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
Device evaluation found the reported issue of "poor air and water supply" was not confirmed , however, clogged nozzle was observed. Foreign material was found inside the device nozzle. This condition attributed to insufficient cleaning, handling issue. Additionally, the following defects were identified during device inspection: the suction cylinder , forceps channel port noted shaved. Objective lens has discoloration. Due to a scratch on objective lens, the image has dark area partially. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Scratch found on c-cover (distal end), grip, adhesive on a-rubber (bending section), universal cord, s-cover, switch box, forceps elevator, up/down , right/left knob, flexibility adjustment ring, scope connector. El-connector has discoloration due to water leakage. Due to dirt on objective lens, there is a lack of image on the monitor. Due to damage on charge coupled device (ccd) unit, the image has white dots. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware, noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the endoscope was used for the procedure with the foreign material attached to it? Facility responded ¿unknown¿. The time lag between the end of clinical use and the start of pre-washing noted ¿unknown.¿ pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brush points for air/water channel ¿ used with clean lint ¿free cloths, brushes, sponges. Facility noted normal, no abnormalities on the accessories used for reprocessing. No abnormalities in the accessories used for reprocessing- noted ¿normal¿ concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.